Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, diabetes mellitus, periodontal disease, infection, pain, bleeding, mobility.